Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the monopolar curved scissor (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs showed the customer used the mcs instrument part# 470179-19 lot# n10201130-0514 on (B)(6) 2021 during a benign hysterectomy procedure with system sk4445. The mcs instrument was last used on 09-june-2021 with system sk4445 and had 0 lives remaining. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory had a tear. This issue could result in energy from an area other than intended from the mcs instrument being delivered to patient tissue. At this time it is unknown what caused the tear to occur. While there was no report of any patient harm, adverse outcome or injury, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed a tear in the monopolar curved scissors (mcs) tip cover accessory. It was confirmed that it was not due to arcing, and the instrument was fine. The customer replaced the mcs tip cover accessory and the procedure was completed with no reported injury.